Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection to the bag of an em2400 valve set suddenly broke off during filling while the set was connected to a compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. A visual inspection was performed, which identified a detachment between the large bore male connector and outlet pump tube. The reported condition was verified. The cause of the condition could not be determined; however, it may be related to insufficient or missing solvent during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.